Event description:
It was reported that diagnostics performed prior to a vns patient generator revision surgery resulted in a high impendence warning. In response to these results, the patient's mother indicated that the event may be related to the fact that the patient wrestles with his little brothers "all of the time." During the surgery, the surgeon indicated that a lead break had been visualized. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device code failure occurred, but did not cause or contribute to a death or serious injury.